Event description:
Customer feedback : symptoms began 6/8, tested with ihealth 6/10 for son and self, both negative. Tested again with another brand on (B)(6) 2022 and got a faint positive, tested again to confirm, darker positive "1 have since tested positive on all subsequent tests on that same brand through 6/18." Followed up again with ihealth, tested negative .1 did take another rapid test brand that was also negative during this period of time.

Manufacturer narrative:
The lack of reference standards for the comparison of different brands of test. Unable to determine if the patient had followed the instructions for use as instructed; if not, potentially contributed to the false negative outcome. Corresponding to the production batch of product retention samples (lot:223co20121) again , the negative test was pass.